Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The product remains implanted in the patient and therefore has not be returned for an evaluation. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that a revision case has been identified to remove an unknown stock temporomandibular joint (tmj) implant and replace it with a custom tmj implant.